Event description:
It was reported the pt's ipg will not communicate with external devices. The pt does not have stimulation. The pt also stated he had not charged his ipg for two months. An sjm met with the pt and confirmed the issue. The pt is consulting with his physician to determine the next course of action.

Manufacturer narrative:
Correction number. 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.